Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on 12/28/2025, during the span of one hour, the parent said the readings were going back and forth, working one second, and then not working the other as compared to fingerstick that were taken. Due to the cgm inaccuracy the patient was admitted to the ICU. There was no additional information documented on what were the exact cgm and bg readings, symptoms, medication/treatment or stay at the hospital. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).